Event description:
The customer reported that the ventilator was alarming "high peak pressure" while on a patient and that the exhaled volumes were reading low. The ventilator was removed from the patient and the patient was placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator at the customer site and could not duplicate the customer reported issue. Performed operational testing and the ventilator operates per manufacturer specifications.